Event description:
Pt rec'd 3rd degree burns that were found under the electrode pads that were clipped with alligator clips on the left forearm. The clips were used to secure the pns electrode site. One small insulated alligator clip came with the pns & the hosp staff added a larger (uninsulated) alligator clip to the insulated clip. There were two burns...1 was 1.5 cm and the other was 1 cm. The fisher-paykel innervator nerve stimulator was shipped with the cautery unit to co. Labs for analysis of the entire setup as used in surgery...included both sets of alligator clips, electrodes, and grounding pads used on pt.